Manufacturer narrative:
It was reported by the biomed that the ventilator would increase the fraction of inspired oxygen (fio2) erratically. Information needed for the root-cause analysis, i.e. Complaint goods and device logs for the time when the failure mode appeared, have not been received despite several requests. The root cause could not be established due to lack of adequate information / parts.

Event description:
Importer ref. #: cc-cpl-2019-00696. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator increased o2 concentration erratically during patient treatment. There was no patient harm. (B)(4).